Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient found fluid inside the cycler on the cassette plate. Prophylactic antibiotics were administered and there was no known patient ill effect. The sample is not available; sample was discarded